Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "leak from attachment" could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device had an oil/fluid leak during surgery. Injury did not occur. It is unk if surgical delay or medical intervention occurred. There is no add'l info provided.